Event description:
It was reported that customer¿s insulin pump screen was broken, with touchscreen cracked, unreadable, and unresponsive, although pump still powered on, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned to be returned for evaluation, and a replacement pump was provided through distributor support, with no additional information received regarding further actions or outcome of the event.